Event description:
Report received of the pump running backwards. The pump was programmed to deliver IV dilaudid 0.2mg/ml in the pca only mode with a 1ml pca dose, 6-minute patient lockout and 24ml 4-hour limit. The tubing from the pump was connected to a 3-way stopcock, which was then connected directly to the patient's IV access. The customer reported that air was noted moving up the tubing from the connection of the 3-way stopcock, away from the patient and towards the pump. There was no reported back-up of blood noted. The tubing was changed, and the same event reportedly re-occurred. The device was removed from clinical service and all tubing was discarded. There was no reported adverse effect to the patient. Therapy was infused via a different device. Though requested, there was no additional information available.